Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had pyxis has drawer failure which is unrecoverable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed and was unrecoverable. The field service engineer (fse) found drawer six with a defective position sensor, which was preventing access to the cubies. The sensors were replaced, and tests were run. Everything tested good in hardware test application and. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had pyxis has drawer failure which is unrecoverable. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.